Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and failed back surgery syndrome on (B)(6) 2018. It was reported that the patient had a t9-10 fusion prior to implant and the patient¿s lead went through there. Since implant, the patient has had a new pain belt that is from the hip to the stomach and it goes around to the back. It is there whether the spinal cord stimulation is on or off. The patient has therapeutic pain relief when the spinal cord stimulation is on, but she can¿t tolerate her new pain. It was noted that he spinal cord stimulation works very well for the patient. The patient spoke with her health care provider at the emergency room the week prior to the report and the patient intends to have the spinal cord stimulation explanted to at least rule out or rule in whether the spinal cord stimulation is causing her this new pain. The manufacturer representative met with the patient on (B)(6) 2018 for reprogramming. There was no scheduled explant date. There were no further complications reported or anticipated.